Event description:
Patient was revised due to pain.

Manufacturer narrative:
Examination was not possible, as the products were not returned. The investigation was limited to the information provided, as the lot numbers required to review the device history records were not provided. Although the complaint is non-verifiable, provided information states the products are not suspected of failing to meet specifications or contributing to the event. Based on the investigation, the need for corrective is not indicated. Depuy considers the investigation closed.